Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had power error detected alarm. The customer¿s blood glucose level was 9.4 mmol/l. The customer reported that the insulin pump had received low battery and it was resolved resting the insulin pump. It was reported that they had problem came back and received power error detected alarm and also received replace battery. The insulin pump will be returned for analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Retainer ring = clear. Case type = ngp. On june 18, 2018, the customer alleged for low battery alarm. Insulin pump passed the displacement test, sleep current measurement, and active current measurement. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed power error was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5volt for 4 consecutive hours due to connector resistance j6 /electrical board. After disconnecting and reconnecting the internal battery connector on j6/electrical board, the insulin pump was monitored and functioned properly. In further full review in the insulin pump history found multiple: insulin pump error from june 18, 2018 01:00:00.000 to june 18, 2018 13:00:00.000. No unexpected battery alarms or alerts during testing or in the insulin pump history. Insulin pump was cut open to perform visual inspection and found no evidence of moisture damage on the motor. Test p-cap and reservoir locked properly into reservoir compartment during testing, however, damages to the retainer ring was noted during inspection. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, and cracked retainer. Insulin pump error confirmed in the insulin pump history due to connector resistance j6 /electrical board. Low battery alert less than 1 week and unexpected battery power loss were not confirmed. Damages to the retainer ring was confirmed. Moisture damage was confirmed on the motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.